Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed invalid transmitter. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. A transmitter failed error was observed int he data. The reported event of an invalid transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.